Manufacturer narrative:
The system was examined and the reported event was not replicated. The host was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2007. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. A visual assessment of the returned host module did not reveal any non-conformity. The returned host module was installed on a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned host module was exercised by a 2 hours burn-in test. The returned host module passed test. The system modes and parameters were randomly activated for approximately 15 minutes. The system modes and parameters responded normally when activated. No system shut down occurred during tests. The returned host module functioned as intended. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the system was shutting down on its own. The system was rebooted and surgery was completed using the same system. There was no harm to the patient. This is the first report for this event from this facility.